Event description:
It is reported that the patient is alleging harm caused by the device; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to due to pain, high cobalt levels, and metallosis.

Manufacturer narrative:
Additional information received lists many reasons for the patient's claim. Notes include information that since being implanted the patient has been diagnosed with ductal carcinoma of the left breast and as a result of cancer treatment, she has severe joint pain and fatigue. In (B)(6) 2013, pain in the left leg started. CT scans were performed showing a moderate amount of joint effusion. Patient's serum cobalt levels were high and she is stated to have had an infection. In (B)(6) of 2013, two aspirations of the hip were performed diagnosing the patient with metallosis. Complaint history review identified no previous complaints for the part-lot combination associated with the reported related components. Revision surgical notes were not provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause remains undetermined with the information provided.

Manufacturer narrative:
This report was previously submitted under medwatch 9613350-2014-03874. Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes, dated (B)(6) 2010, stated that the tha was for osteoarthritis of the left hip. The tha was noted to be stable throughout the range of motion and had the leg length restored nicely. No complication noted. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.